Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. In addition, there was an alert to check the right atrial (ra) lead. Review of ra ouput revealed auto 5.0v@0.4ms; technical services (ts) explained this was likely attributed to failed ra auto threshold (raat) tests due to the observed farfield ovesensing. This crt-d remains in service, and device sensitivity was adjusted to address the farfield signals. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: device code a070102/high capture threshold was removed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. In addition, there was an alert to check the right atrial (ra) lead. Review of ra ouput revealed auto 5.0v@0.4ms; technical services (ts) explained this was likely attributed to failed ra auto threshold (raat) tests due to the observed farfield ovesensing. This crt-d remains in service, and device sensitivity was adjusted to address the farfield signals. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.